Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
Material no: 329515. Batch no: 8319636. It was reported that during use of the bd autoshield¿ duo safety pen needle as the rn was administering 20 units insulin after 14 units, pen stopped injecting, removed from patients arm and it was noted that the needle was bent and broken off into the rubber of the pen. The following information was provided by the initial reporter: I am one of the safety managers and received the following report: rn administering 20 units insulin. After 14 units, pen stopped injecting, removed from patients arm and it was noted that the needle was bent and broken off into the rubber of the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 329515, batch no: 8319636. It was reported that during use of the bd autoshield¿ duo safety pen needle as the rn was administering 20 units insulin after 14 units, pen stopped injecting, removed from patients arm and it was noted that the needle was bent and broken off into the rubber of the pen. The following information was provided by the initial reporter: I am one of the safety managers and received the following report: rn administering 20 units insulin. After 14 units, pen stopped injecting, removed from patients arm and it was noted that the needle was bent and broken off into the rubber of the pen.